Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but technical services (ts) informed the boston scientific representative that at this time, there is no data available for analysis as this patient is not monitored remotely. Ts ask to manually send in data to perform the analysis. No adverse patient effects were reported. The device remains in service.